Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned to the manufacturer.

Event description:
Revision surgery due to a periprosthetic fracture around the stem was performed. During the revision surgery, at the surgeon's discretion, the stem was preserved and only the head was replaced. The fracture was fixed with a plate.

Event description:
Revision surgery due to a periprosthetic fracture around the stem was performed. During the revision surgery, at the surgeon's discretion, the stem was preserved and only the head was replaced. The fracture was fixed with a plate.

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an accolade stem was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. -clinician review: a review of the provided medical information by a clinical consultant indicated: "I can confirm that the patient had a primary total hip arthroplasty since I was able to see a radiograph with the implant in place with the periprosthetic fracture. I can indirectly confirm the revision since I was able to see original stryker stickers indicating the revision implants. However I do not have confirmation such as a post revision x-ray or an operation note or doctors notes. The root cause of this event cannot be determined with certainty since I do not have a timeline nor do I have any pertinent history. Causes of periprosthetic fracture are multifactorial including surgical technique with possible unrecognized non displaced fracture which subsequently displaces, patient factors such as activity level, bmi, and the possibility of trauma. With the information supplied, I would not assign any causality to the implant itself" -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to periprosthetic femoral fracture. The event was confirmed by clinician review of the provided x-ray images: a review of the provided medical information by a clinical consultant indicated: "I can confirm that the patient had a primary total hip arthroplasty since I was able to see a radiograph with the implant in place with the periprosthetic fracture. I can indirectly confirm the revision since I was able to see original stryker stickers indicating the revision implants. However I do not have confirmation such as a post revision x-ray or an operation note or doctors notes. The root cause of this event cannot be determined with certainty since I do not have a timeline nor do I have any pertinent history. Causes of periprosthetic fracture are multifactorial including surgical technique with possible unrecognized nondisplaced fracture which subsequently displaces, patient factors such as activity level, bmi, and the possibility of trauma. With the information supplied, I would not assign any causality to the implant itself". No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.